Manufacturer narrative:
(B)(4). The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed because during deployment, the lock line could not be removed which may lead to a lock line breakage or portion of the lock line left in the patient anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets without issue. The leaflets were grasped and deployment steps were started. The lock line was removed 8-10 inches, but resistance was felt, and the lock line could not be removed. At this point, the clip appeared to be slightly opened, approximately 20 degrees. The clip was closed tightly, and attempted to be reopened while locked. The clip did not open, and the lock line remained stuck. Tension was pulled on the lock line, but the line remained stuck. The clip was opened, and the cds was removed and replaced. A new cds was used without issue. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The investigation concluded that the reported inability to remove the lock line was due to an observed knot; however, a cause for the knot could not be determined. The reported mechanical issue(clip opened while locked) could not be confirmed, as the clip locking mechanism functioned as expected and the clip remained closed. A definitive cause for the reported mechanical issue could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.